Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer¿s lowest reported blood glucose was 3.6 mmol/l, there was no confirmation with blood glucose meter, and there was no injury. Customer¿s mother treated low blood glucose several times with carbohydrates, contacted technical support, and with support performed complete pump reset, after which cgm error did not recur and new sensor session was successfully started, and technical support advised consulting healthcare provider if needed, with no further information expected.